Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 25 mg/ml of bupivacaine at 4.4407 mg/day and 2.5 mg/ml of hydromorphone at 0.4407 mg/day via an implantable pump. It was reported that the patient's pump was alarming. The pump alarm had been silenced on monday (B)(6) 2020, after a motor stall occurred the day before. The pump interrogation confirmed a tube set had occurred. The pump recovered shortly before the interrogation. The hcp reported they would be replacing the pump. No symptoms were reported. No further complications were reported or anticipated.